Manufacturer narrative:
Imaging review: aga requested further information regarding this case, but medical records and images were not provided. Echocardiograms are needed to confirm sizing and evaluate other parameters of the implant procedure. Analysis results: the aso was returned to aga medical in its original configuration. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. Using a test delivery system, the device was retracted into the loader and deployed without any deformities. Manufacturing record review: during manufacturing, this device underwent a series of inspections, including verification of device sizing. Review of manufacturing documentation confirmed this device successfully passed these inspections. Conclusion: the results of this investigation are inconclusive because medical records and images were not provided. The cause of the embolization remains unknown.

Event description:
According to the initial information received, an (B)(6) year-old's atrial septal defect measured 30-32mm using balloon sizing, echocardiograms and fluoroscopy after which a 30mm amplatzer septal occluder (aso) was implanted. However, as soon as the aso was released from the delivery cable, the aso embolized to the left atrium. The aso was stabilized using a 7f cordis bioptome then retrieved using a 25mm snare through a 14f mullins sheath. A 38mm aso was successfully implanted.